Event description:
The user stated they are validating a new lot number of ckmb reagent and noticed a drop in their qc recovery and patient results run for comparison. The user provided results for five samples tested on the original reagent lot numbers 153686 and then repeated on the new reagent lot number 155150. Of the data provided, three results were discrepant. All results are in ng per ml. Sample 1 original result was 4.9 twice, repeat result was 4.0. Sample 2 original results were 3.7 and 3.4, repeat result was 2.4. Sample 3 original results were 3.9 and 3.8, repeat result was 2.9. None of the results run on the new lot of reagent were turned out. The investigation is ongoing. If additional information is received, appropriate notification will be provided.